Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the stylet could not be inserted into the right ventricular lead completely. The lead was replaced. The patient was in stable condition before, during, and after procedure.